Manufacturer narrative:
The MFR did not receive the devices yet. The device history records were reviewed and found to be conforming. As soon as the parts are received and an investigation result is available, a follow-up report will be submitted. (B)(4).

Event description:
It is reported that pt experienced indefinite premature loosening of implant after approx 3 years. Pt underwent revision surgery.